Event description:
It was reported that the procedure performed was to treat a de novo, mildly calcified anterior tibial artery that is 100% stenosed. The 2.50x150mm armada 18 balloon dilatation catheter (bdc) was advanced over the ht command 18 guide wire. Resistance was noted with the chronic total occlusion (cto) of the anterior tibial artery. The bdc was inflated twice to 14 atmospheres. During removal, the bdc and guide wire stuck together. The devices were removed as one unit and a new ht command 18 guide wire and 2.50x150mm armada bdc were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report.